Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the insulin pump had low battery life. The event involved product(s) mmt-332a, unomedical, mmt-1884. Troubleshooting was performed for insulin pump's low battery life and also the customer requested assistance with pump programming. Assisted customer with requested programming. Customer reported high blood glucose event. The customer reported a short battery life or a low battery alarm. Battery lasted more than 1 week. Explained this is expected behavior. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test, sleep current measurement, active current measurement and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call. During download history review, no relevant alarms on event date to confirm complaint code. However, pump error 63 alarm was confirmed in (adapt) history download on 10/12/2024 at 00:17:09. (File number = 2017 and line number = 147). Per software engineering log, pump error 63 is a hardware error with twi interface or with ad5161 chip. In addition, pump error 53 was noted on 11/13/2024 at 17:13:19. (File/line number: 617/102). Per software engineering log, pump error 53 was in short period many messages from sg manager were sent to notify ui which caused memory pool overrun and pump sw error with restart. Ui thread was preempted by other higher priority threads, which blocked ui from processing messages from sgm. Possible software anomaly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. Isolate to electronic assembly. Unit was also received with scratched case. In conclusion, unable to confirm customers' concerns of low bgs. No relevant alarms noted in download history review and testing of the unit were successful. However, pump error 53 and pump error 63 were both noted in adapt history files. Pe 63 is a hardware error with twi interface or with ad5161 chip and pe 53 was due to memory pool overrun/sw error with restart. Possible software anomaly, therefore isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.